Event description:
Legal counsel for the patient reported that the patient underwent right side total hip arthroplasty on (B)(6) 2006. Subsequently, a revision procedure was performed on (B)(6) 2009 due to patient alleged pain, swelling, inflammation, damage to tissue and bone, lack of mobility and loosening. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2009 was due to acetabular cup loosening and metal stained debris. The operative notes confirm that the acetabular cup and modular head were removed and replaced. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information received in medical records, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: ¿material sensitivity reactions.¿ and ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-01821 & 2013-05670).

Event description:
Legal counsel for the patient reported that the patient underwent right side total hip arthroplasty on (B)(6) 2006. Subsequently, a revision procedure was performed on (B)(6) 2009 due to patient alleged pain, swelling, inflammation, damage to tissue and bone, lack of mobility and loosening. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.